Event description:
The customer reported that the unit was beeping.

Manufacturer narrative:
The customer reported that the unit was beeping. A philips field service engineer evaluated the device at the customer site and verified the failure. The unit was also unexpectedly shutting down. Replacing the power pca resolved the failures.